Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. Correction: h10 was incorrectly added to the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-6 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4). Universal failure code:gin0001a. (B)(6). No.nlnkse93) e-mail:(B)(6). Investigation event: ·evaluated event: an endoscope which was reprocessed in oer-6 whose water filter had not been replaced within a recommended time limit was used for procedures investigation level: tier2 universal failure code: gin0001a. Conclusion the root cause of the subject event was unable to be specified. Consideration since the water filter failed to have been correctly replaced, the subject event is judged to be caused by the user. Related complaint (B)(4). Investigation result: confirmed result of the actual item. Confirmed result of the reported event. Facility staff recognized the subject event. (Refer to oer-6 invoice of the complaint device to the factory for (B)(4). ·whether the subject device met specifications. Since it is a copied complaint for a reprocessor, n/a as an endoscope. ·relationship with the adverse event. No adverse events were reported as an endoscope regarding the subject complaint. Intention of procedure: was the subject device used for therapeutic or diagnostic procedure in the subject event? Procedure: unknown. Intention: unknown (refer to diligence log dl23361952-3, oer-6 invoice of the complaint device to the factory for complaint no. (B)(4). Device record review: repair history: it was confirmed that the below repair was performed on march 30, 2023, according to the latest repair history. (Repair request no. Nlnkse93). [Item the user suggested]. Control section, play of the angulation control knob, adjusted/insertion section, insufficient angulation of the bending tube, adjusted. [Items sc suggested]. Distal end section, the cover was scratched, replaced. Distal end section, the cover was burned, replaced. Insertion section, a-rubber glue was chipped, replaced. Insertion section, a-rubber glue was cracked, replaced. Insertion section, a-rubber glue was whitish, replaced. ·labeling: regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. (Refer to oer-6 invoice of the complaint device to the factory for complaint no.(B)(4). Regarding replacement frequency). ·DHR. [Whether the subject device was manufactured in accordance with specifications]. DHR of the subject device was reviewed and it was confirmed that the device was shipped in accordance with specifications. [Whether non-conformity device associated with the subject device has been identified internally]. The subject device was free from non-conformity in manufacturing. ·dmr: n/a, since it was not caused by a design defect. ·dhf: n/a, since it was not caused by a design defect. ·complaint review: [complaint status in the subject facility]. As a result of confirmation, a complaint in respect for a similar device is (B)(4). [Similar complaint in other facilities]. As a result of confirmation, a similar complaint is (B)(4). ·CAPA history review: there is no applied CAPA. ·evaluation of other devices involved: it is a defect that the water filter of the reprocessor failed to have been correctly replaced, it is judged that evaluation of other devices involved is unrequired. Feedback request: we suggest sbc instruct the user to handle the device in accordance with IFU. Other findings: none. Summary of investigation: ·device analysis: refer to ¿confirmed result of the actual item¿ of ¿investigation result¿. ·labeling review: refer to ¿labeling¿ of ¿investigation result¿. ·DHR: refer to ¿DHR¿ of ¿investigation result¿. ·presumed cause: refer to ¿consideration¿. ·risk analysis: it is conducted separately. Quality data analysis and monitoring: performed by ¿ombs s_8.4.0_01_001 quality data trending & analysis¿. Handling of device. Warranty: information. Reason for judgement and action to the actual item: since the actual item was not sent to mbc. Classification of response. Final (aizu). Based on the information collected at this moment, the investigation is closed. F23381941-3 : response category. Summary answer (regarding clinical/medical evaluation and risk assessment review). Conclusion: according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier 2, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time. Ombs w_8.2.2_01_002 complaint investigation work instruction tier 2.

Event description:
The customer reported to olympus that the gastrointestinal videoscope was used in a case after being reprocessed in a reprocessor with a water filter that was not replaced according to the instructions for use and could not sufficiently drain water. There were no reports of patient harm. Related patient identifiers for other devices reprocessed with an affected reprocessor: (B)(6).